Event description:
A customer contacted haemonetics on (B)(6) 2010 to report that there was blood in the orthopat machine and a burning smell was also noted. No donor or operator injury or reaction was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010 to report that there was blood in the orthopat machine a burning smell was also noted. No donor or operator injury or reaction was reported. Upon evaluation of the device a blood spill was verified. The machine was decontaminated and the components which were damaged were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm of injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).